Manufacturer narrative:
(B) (4). Product was requested to be returned for eval and has not been received. (B) (4).

Event description:
Customer claims that the sensor does not alert the alarm when the pressure is taken off the sensor. There was no patient injury reported.